Event description:
The physician intended to use a sprinter legend rx balloon to pre-dilate a critical ostium lesion of the cx. Resistance was encountered advancing the device and force was used in an effort to advance the device across a very stenotic area of the cx. The device was positioned at the lesion and inflated to 6 atm. After inflation it was observed that the balloon was torn, vertically in the middle near the central marker point. The distal part of the balloon shifted distally close to the wire marker. The stenotic area was pre-dilated with another balloon and following that, the wire, with a distal part of the sprinter legend balloon attached, was pulled back in order to retrieve the balloon tip. The procedure was completed with further balloon inflations and a stent placement. The device had been inspected prior to use with no abnormalities noted. Patient status post procedure was good and no clinical sequelae were reported.

Event description:
Procedural image review: review of the procedural images confirmed that the lesion at the ostium of the lcx is severely calcified and has a high degree of stenosis. The difficulty delivering the 1.25mm balloon is confirmed from the images. After removal of the detached portion of the balloon the lesion was further treated with balloon and stent deployment. This was followed by post dilation of the deployed stents.

Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (target lesion was reported to be very calcified with critical stenosis present). Failure to follow instructions (force used in an effort to advance the device). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (target lesion was reported to be very calcified with critical stenosis present). User error contributed to event (force used in an effort to advance the device).